Event description:
It was reported that the right atrial lead was explanted due to lead dislodgement. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; partial lead in segments returned and analyzed. Blood present on all conductors and in/on the helix mechanism. All conductors are stretched and the inner insulation was pulled apart due to overstress; apparent explant damage.